Event description:
During use in cardioipulmonary bypass procedure, the pump console did not display the expected information about the status of the battery back up system. There were no adverse consequences to the patient as a result of this event.